Event description:
A doctor reported the system was having power issues during a cataract surgery. After a 15 minute delay, they exchanged the system to complete the procedure. There was no pt harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).